Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak during clip delivery (cds) insertion could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The steerable guide catheter (sgc) was advanced to the left atrium. The clip delivery system (cds) was inserted into the sgc. As the cds was about 75% advanced into the sgc, it was noted that the fluid filled column of the sgc was no longer filled with fluid. A syringe was attached and aspiration was performed while retracting the cds from the patient. The procedure continued with the sgc and cds with no adverse patient sequela. There was no air introduced into the patient anatomy. After removal of the sgc, it was noted that it held column and the hemostatic valve proved to be working. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.